Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced cannula issues with eight infusion sets. The cannulas were kinked. The events occurred on 12-may-2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for a couple hours to a couple days long. The site of insertion was the abdomen and upper buttocks. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus via pump. Patient changed soft cannula infusion set only and resumed insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.